Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to the patient's feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2017 at 8:00 am. The reporter claimed the patient obtained an alleged inaccurate high blood glucose reading of ¿400 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The reporter informed the csr that the patient manages her diabetes with insulin (self-adjuster). In response to the elevated result, the reporter claimed the patient was administered 4 units of novolog insulin at 8:00 am by her caregiver. The reporter stated that 2 hours after the alleged issue began the patient developed symptoms of feeling ¿dizzy and sweaty.¿ there was no report of medical treatment/intervention received as a result of the alleged issue. The reporter denied any other device was used for testing. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted the test strips associated with the complaint had expired. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event the alleged inaccuracy issue began.